Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted due to pop additionally.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and sui. No additional information provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior and posterior repair, pubo vaginal sling, tran¿s abdominal para vaginal repair, laparotomy and cystoscopy.